Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of system fault 36 and system fault 37 were not replicated or confirmed. The device was put through extensive testing including defib cycling and patient impedance calibration without duplicating the report. The device's analog board was replaced as a precaution. The customer's report of being unable to recognize the pads/paddles message was observed during the review of the device data logs. However, the device was put through extensive testing with known good test accessories without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36," "system fault 37"messages and was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.